Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer was advised to run the ventilator and if the initial event is duplicated, replace the graphic user interface (gui) printed circuit board (pcb). Medtronic was not authorized to service the device.

Event description:
The customer reported an error code indicating a loss of communications. No harm to the patient.